Event description:
The pt was bilaterally implanted with prosthesis on 3/25/96. Subsequently, it was noted that the pt had developed infections and capsular contracture in both breasts and the prostheses were removed on 12/30/96.